Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported issue and replaced the mater tool manipulator right 2 (mtmr2) to resolve it. The system was tested and verified as ready for use intuitive surgical, inc. (Isi) received the mtmr unit involved with this complaint and completed the evaluation. Fa could not reproduce the reported complaint, but confirmed the issue occurred via system logs. A visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. No repairs are required to address the reported problem. Because the gimbal handle is being replaced, the embedded serializer for master handle (esmh) printed circuit assembly (pca) will also be replaced to accommodate the repair. During evaluation, the opto buttons were found to be worn out. The entire opto button assemblies will be replaced. Physical damage to the gimbal grip levers was observed during evaluation. Both grip levers will be replaced. Because the gimbal handle is being replaced, the inner grip spring will also be replaced to accommodate the repair. Because the gimbal handle is being replaced, the outer grip spring will also be replaced to accommodate the repair. Because the grip levers are being replaced, the gimbal handle will also be replaced to accommodate the repair. The gimbal grip pads were found to be worn out during evaluation. The gimbal grip pads will be replaced. Replace link 1 covers error 23026 was observed along axis 6 during evaluation. The axis 6 motor will be replaced. Error 23026 was observed along axis 6 during evaluation. The axis 6 pot board will be replaced. Fse replaced the mtm2. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the surgeon side console (ssc1) was abandoned after the start of the procedure due to a message on the system that the right hand control switches had been disabled. The surgeon was able to continue with the procedure robotically with ssc2. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report a message regarding right hand control switches have been disabled by system. Multiple instances of error 23032 was observed in the logs on master tool manipulator (mtmr2). The tse informed the customer that the surgeon could move to the other surgeon side console (ssc) (dual console system) to complete the case or attempt to power cycle the system. Customer stated surgeon would move to other ssc and proceed. Customer proceeded with the case. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.